Manufacturer narrative:
. Section e1: telephone number: (B)(6). The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the lens, the surgeon found that on occasion the preloaded intraocular lens (iol) was found to have a lubricious substances under the iol. It shows up at the same spot on the underside of the iol. It is not consist or found based on the iol power. The iol was fully inserted and the patient has fully recovered. Through follow up, it was learned that the substance was removed with the irrigation/aspiration handpiece. The details of the serial number was not available. No further information was provided.